Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was an "error 1836" message. A functional check was performed and the reported issue was able to be confirmed. The pump was found to be displaying "1836_motor_photo_flag_too_unstable or the photo encoder signal at the processor appears to be oscillating" issue error code message on power up when batteries were inserted. The "1836" error code was not repeated and occurred once since (B)(6) of 2020. It was recommended that the error code be removed.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1836. There was no reported adverse event.